Event description:
It was reported the patient experienced phrenic nerve stimulation due to programming of the device. The issue was reportedly resolved. The device remains implanted.

Manufacturer narrative:
(B)(4).